Manufacturer narrative:
The reported event of pca pause data file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. The customer stated that there was no patient involvement.

Event description:
The customer reported that they are writing a paper for a large conference regarding the pca pause alarm. The basis of their internal study is with regards to a publication surrounding a process improvement study. Due to this, they have been internally testing the pca pause alarmand had some questions that may affect methodology. During the testing phase, the customer states that they are finding that the time recorded doesn't match up to the human intervention, that in fact, the time recorded stops when the patient starts to breathe again. The bedside alarm and pca are still paused, however the alarm duration itself was calculated based upon the interval of time of hypoventilation. This is critical to their conclusion and in preparing for the manuscript and needs to be clarified. The customer states that there is no way that the nurse's are intervening within 1 second, or even 5 seconds. During one testing phase, the customer purposefully didn't address an alarm and waited for 120 seconds to find that the record stated only 10 seconds because the patient was awakened and started breathing spontaneously. In further testing, the customer ran an experiment while using a dummy medical record number with an employee intentionally pausing his respirations 4 times. All 4 pauses pulled data from the website recorded 2 minutes. The employee did two things, waited 2 minutes to start breathing again with a respiratory rate >5 after pausing, and then waited 5 minutes to manually address the alarm. The delta/duration was 2 minutes, thus the alarm is measuring the duration of time when the employee stopped breathing to the time of starting to breathe. If the time was recording the duration to address the alarm it would have been 5 minutes. In conclusion, the internal study validated what the customer thought which is the time recorded for the duration of the alarm stops when the patient starts to spontaneously breathe again. There was no patient involvement. All 4 pauses pulled data from website recorded 2 minutes. Nick did two things, waited 2 minutes to start breathing again with a rr > 5 after pausing, and then waited 5 minutes to manually address the alarm. The delta/duration was 2 minutes, thus the alarm is measuring the duration of time of stop breathing to time to start breathing. If the time was duration to address alarm, the duration would have been 5 minutes. The time was not recorded in the database thus our conclusion is consistent with what we thought, that the duration of the alarm stops when the patient starts to spontaneously breath again). There are not patient specific reportable problems therefore he didn't seek additional support clinically (when offered the cpc), rather they wanted our background work. From his last message, they were proceeding with the publication.